Event description:
A report was received that a facility had e-coli in their water and they wanted to know if cidex opa will kill the e-coli. Their instruments are cleaned with the water first and then soaked in cidex opa, but are not rinsed after disinfection. The customer care center (ccc) associate reviewed the product IFU and advised that instruments need to be rinsed in a large volume of water for a minute each rinse changing the rinse water between each use after cidex opa disinfection. The caller was informed that the IFU attached to each galloon of the product must be read thoroughly to ensure that the product is used correctly. The caller stated that after removal from cidex opa, the instruments are left to dry and are not used wet. The caller was advised that the residual solution could still remain on the instrument if it is not adequately rinsed and this could be a potential for pt issues. The caller denied any pt issues and did not provide any further info.